Event description:
The nurse reported that the cannula separated (detached) from the syringe during irrigation. The cannula fell into the ciliary body causing blood in the anterior chamber of the eye. As a result, the pt will be referred to a retinal specialist for an examination. Additional info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable info becomes available. This report was mailed to FDA on: 10/10/2008.